Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the customer's buttons were unresponsive within the reservoir and set menu, preventing her from rewinding the pump. The patient's blood glucose at the time of incident was 170 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer stated that the pump gets bumped a lot because she is active. The customer then mentioned that her buttons began to work on the reservoir and set menu; she believes it must be a loose keypad. The customer was advised to execute a complete set change to see how it works. However, the call was disconnected and the customer was unable to be reached at the phone number listed on her profile. No products were shipped or returned.